Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely this event occurred because a high-energy hand instrument (laser/high-frequency/etc) was used without ensuring sufficient distance from the distal end. However, a definitive root cause cannot be identified. The event can be detected by handling the device in accordance with the following the instructions for use (IFU): evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" section 3.2 "inspection of endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a burnt probe cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.